Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (damaged belt receptacle) has been confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the broken connector was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor's belt receptacle was damaged.